Manufacturer narrative:
D9 product available to stryker / returned to manufacturer on ¿ updated h3 device evaluated by mfg ¿updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection was performed as the stent (subject device) was received deployed within the lumen of the microcatheter) at the proximal end. The stent delivery wire (sdw) and the introducer sheath were returned. The microcatheter was able to be flushed. The subject device was deformed at the distal end. The sdw was noted to be kinked/bent at the distal end. The introducer sheath was noted to be intact. Functional inspection was unable to perform as the subject device was returned in a deployed state. The reported 'stent deployed prematurely during use' was confirmed during device analysis. The reported ¿stent difficult/unable to advance or pullback through catheter' could not be replicated. However, the analysis results are consistent with the reported event. The subject device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the subject device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information received indicated that the subject device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the subject device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained. It was reported that ¿a subject device was then routinely flushed and pushed along the microcatheter. During the pushing process, the physician found that the subject device could not be advanced further when it had been delivered approximately 10 cm into the microcatheter, encountering significant resistance, and multiple attempts to advance it were very difficult. At this point, the physician retracted the stent system and found that the subject device had already been deployed inside the microcatheter. The subject device was returned for analysis in a deployed condition inside the proximal lumen of the microcatheter. Once removed, the distal (open cell) end of the subject device was noted to be deformed. The stent delivery wire (sdw) was noted to be kinked/bent. The introducer sheath was intact. Based on the deformation noted to the subject device and the lack of damage to the introducer sheath, one possibility is that the introducer sheath was initially correctly positioned but subsequently moved proximally prior to subject device transfer out of the introducer sheath. It is likely that during transfer of the subject device from the sheath into the proximal end of the microcatheter lumen, the subject device would partially deploy into the gap (created by proximal sheath movement). The user would experience increased resistance during further attempts to advance the subject device in the microcatheter lumen. Furthermore, when attempting to retract the subject device, the delivery wire slipped out of the subject device, leaving the subject device deployed inside the proximal section of the microcatheter. This is the most likely explanation for the damage/observations noted during analysis and the information provided in the event description. An assignable cause of procedural factors has been assigned to the as reported and as analyzed codes as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during a middle cerebral artery (mca) a3 segment aneurysm procedure, with the assistance of the guidewire, delivered microcatheter to the upper trunk of the mca a3 segment aneurysm. Subsequently, the physician withdrew the guidewire. A subject stent device was then routinely flushed and pushed along the microcatheter. During the pushing process, the physician found that the subject stent device could not be advanced further when it had been delivered approximately 10 cm into the microcatheter, encountering significant resistance, and multiple attempts to advance it were very difficult. At this point, the physician retracted the stent system and found that the subject stent device had already been deployed inside the microcatheter. Therefore, the physician withdrew the delivery wire, selected a new stent, which successfully reached the predetermined position and was successfully deployed. Subsequently, several coils were threaded through the stent mesh to complete the embolization, and the procedure was successfully concluded.

Event description:
It was reported that during a middle cerebral artery (mca) a3 segment aneurysm procedure, with the assistance of the guidewire, delivered microcatheter to the upper trunk of the mca a3 segment aneurysm. Subsequently, the physician withdrew the guidewire. A subject stent device was then routinely flushed and pushed along the microcatheter. During the pushing process, the physician found that the subject stent device could not be advanced further when it had been delivered approximately 10 cm into the microcatheter, encountering significant resistance, and multiple attempts to advance it were very difficult. At this point, the physician retracted the stent system and found that the subject stent device had already been deployed inside the microcatheter. Therefore, the physician withdrew the delivery wire, selected a new stent, which successfully reached the predetermined position and was successfully deployed. Subsequently, several coils were threaded through the stent mesh to complete the embolization, and the procedure was successfully concluded.